Event description:
The complainant reported that a therapeutic enteryx procedure was preformed without complications on a male pt in 2005. Post procedure the pt complained of dysphagia. An exophageal dilatation was performed without complication, but the procedure failed to improve the pt's dysphagia. The pt was referred to an upper gi surgeon, who performed a nissen fundoplication early in 2005 (exact date unk). Subsequent to this procedure the pt continued to complain of dysphagia. The physician reported that he has not examined the pt since his referred of the pt to the gi surgeon in early 2005: consquently there is no info available concerning any possible pt weight.